Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.